Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the shaft broke. A 15mmx3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not cross into the lesion. When the device was removed, there was a break in the shaft of the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 89.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. No issues noted with the blades. The pads were intact.

Event description:
It was reported that the shaft broke. A 15mmx3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not cross into the lesion. When the device was removed, there was a break in the shaft of the balloon. The device was removed completely removed from the patient. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: corrected. E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the shaft broke. A 15mmx3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not cross into the lesion. When the device was removed, there was a break in the shaft of the balloon. The device was removed completely removed from the patient. No patient complications were reported.